Manufacturer narrative:
Customer did not provide sample collection and storage information. Bci field service engineer (fse) was dispatched for this event. Fse replaced w bc diluent dispense pump, several pinch valves and associated tubing. Also adjusted rbc and hgb calibration factors and verified instrument operation. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the lh750 instrument generated erratic wbc, rbc, hgb and mcv results for three (3) patients with instrument generated dimorphic reds suspect messages for patient one (1) and no instrument generated flags for patient two (2) and three (3). Patient one's sample was rerun on an alternate instrument and recovered higher wbc and lower hgb results, which the customer considers correct. The same specimen was rerun on the original lh750 instrument and recovered lower wbc and lower hgb results. Patient two's specimen was rerun on the original lh750 instrument and recovered higher wbc results. Hgb results were the same. Patient three's specimen wasrerun on the original lh750 instrument and recovered higher wbc and lower hgb results. Erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.